Event description:
It was reported that a patient experienced a st segment elevation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. When the physician advanced the sheath into the left atrium a st segment elevation was observed on the inferior lead v4-6. Intravenous nitroglycerin was given to the patient and it returned to normal. The ablation was performed and the procedure was completed successfully. The patient had successfully recovered from the event. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.